Event description:
The following was reported to hamilton medical ag: release valve defective alarm engineer have checked the machine is service software and the found the check valve is not getting passed and the machine is continously indicating release valve defective. Problem is found with the check valve assembly only no health consequences or impact

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).